Event description:
The report stated that during a laparoscopic splenectomy and cholecystectomy a seal was applied and when the surgeon cut, the vessel (s) immediately started bleeding, it was reported that the vessels were not an artery or vein but in fact a subsidiary branch, since the conversion was not immediate. They had time to look for the source of the bleeding for around 5-8 minutes before converting to an open procedure.

Manufacturer narrative:
.